Manufacturer narrative:
Additional information was added: the lot was manufactured june 03, 2018 - june 04, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle of the bag. The leak was observed during an unspecified process step and it was unknown if there was patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.